Event description:
It was reported that during device change out, the lead was caped due to variable pacing lead impedance. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 21.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.